Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 130 mg/dl. During follow up with tandem technical support the customer performed the air removal process, air bubbles were still observed. Reportedly, the customer changed supplies to resolve issue.